Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified mid right coronary artery (rca). A 10/3.25 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 8atm upon fourth inflation. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.